Manufacturer narrative:
Suspect os contact lens was discarded.

Event description:
On (B)(6) 2022, a family member reported a patient (pt) developed a corneal ulcer in the left eye (os), on (B)(6) 2022, while wearing an acuvue® oasys with hydraluxe brand contact lens (cl). The pt has dry eyes and does not wear lenses every day. The pt reports daily cl wear and does not sleep in lenses. The pt woke up on (B)(6) 2022 and couldn't open the os as it was painful, swollen, and light sensitive. The pt went to an urgent eye care clinic and was diagnosed with an os corneal ulcer. The pt was prescribed ofloxacin eye drops for use 6 times a day for 2 weeks; however, the pt ¿had to use more frequently than that at first.¿ the pt was given a bottle of flarex from the office (prescribed frequency is unknown) and was told not to wear cls. The pt had follow-up (fu) visits with the urgent eye care clinic and with an ophthalmologist. The pt was cleared to resume cl wear on (B)(6) 2022 and was ¿cleared for a 6-month follow-up visit.¿ the family member reported the pt was diagnosed with a 2nd os corneal ulcer which is being submitted in a separate report, MDR #1057985-2022-00067, submitted to the FDA on (B)(6) 2022. On (B)(6) 2022, a representative at the treating ophthalmologist¿s office provided additional information. Initial visit: (B)(6) 2022 the pt was diagnosed with an os corneal ulcer, not central, located above the pupil. The pt was prescribed ocuflox 6 times a day for "about a week," flarex daily for the same timeframe, besivance q1h for the same timeframe, artificial tears as needed, and no cl wear. Fu visit: (B)(6) 2022 the corneal ulcer was ¿shrinking but still irritating and bothersome.¿ ocuflox was changed to tid, flarex increased to tid, besivance increased to every hour for one week, and continue no cl wear. Fu visit: (B)(6) 2022 the corneal ulcer was ¿getting better.¿ ocuflox and flarex were changed to twice weekly, ¿no set days prescribed.¿ the besivance was discontinued. Final visit: (B)(6) 2022 the corneal ulcer had resolved but a scar remains where ulcer was located. The pt was prescribed only artificial tears, as needed, and no cl wear for another 2 weeks, then the pt can begin cl wear as needed. Multiple attempts for medical information were made to the urgent eye care clinic. No additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j002wx2 was produced under normal conditions. The os suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.